Event description:
On (B)(6) 2025, an ilet user experienced severe hypoglycemia (24 mg/dl) and lost consciousness. Emergency medical services were called, and the user was treated with glucagon. The user disconnected from the ilet during the event. The user's cgm is a freestyle libre 3+. The ilet was later reconnected, and bg levels returned to range.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.